Event description:
It was reported that a motor rate error was experienced.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found the bottom tamper seal broken. Plunger seal was in tact. Cracked bottom case by l-bracket and right plunger case. Functional testing found mre (motor rate error) during occlusion test. The issue was due to normal wear of the worm coupling and worm gear. Parts are over 6 years old. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. D5, e4 are unknown.